Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign material on the catheter was observed. During preparation, it was noted that seal (sticker) for "not for human use" was attached to the opticross¿ imaging catheter. The device was not used on the patient. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink was observed in the sheath assembly from femoral marker to the proximal end. A kink was observed in the sheath assembly from femoral marker to the distal end. A damage was observed at the femoral marker in the sheath assembly. It was observed that "not for human use" label is attached on the telescope. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that a foreign material on the catheter was observed. During preparation, it was noted that seal (sticker) for "not for human use" was attached to the opticross¿ imaging catheter. The device was not used on the patient. No patient complications were reported.